Event description:
Knee buckled with no resistance causing fall patient came into the practitioners office today explaining the incident that happened 10/14. Patient came home from the gym and walked into the kitchen and "the knee collapsed with no resistance". This resulted in a break to his femur on sound side. The patient is in a wheelchair and non weight bearing for 10 more weeks due to severity of break. Patient does not want this knee fixed and returned. He feels that he will never feel safe on this knee again. We are asking for manufacturer to replace it. Fracture of femur (sound side) - x-rays, cast and follow up visits no weight bearing for at least 10 weeks; pt is wheelchair bond because of the broken bone.